Event description:
Boston scientific crm received information that this patient, who has this implantable cardioverter defibrillator (ICD), was admitted to the hospital for palpations. It was observed that this patient experienced a ventricular tachycardia (vt) episode of 160 beats/minute, which was outside of the rate zone of detection programmed for the device. It is unknown whether an external shock was delivered, but it was noted this vt spontaneously converted on its own prior to the administration of amiodarone. This patient was also in atrial flutter (af). The physician utilized the device to deliver anti-tachycardia pacing (atp) to the patient. It was during this time, the physician noticed the device was charging to deliver a shock. The physician tried to terminate the shock, but only pressed the divert key once, so a shock was delivered by the device. The shock terminated the af, but initiated vt, and no therapy was delivered by the device. A fault code then appeared on the programmer screen indicating the device functionality was permanently limited to a single zone shock only configuration. The tachy rate and duration remained programmable, but pacing was non-programmable. Therapy history and diagnostics were unavailable. This patient was taken to the catheterization laboratory where temporary pacing wires were inserted. The physician has elected to explant the device and leads. There were no other adverse patient effects reported.

Manufacturer narrative:
Additional information was received, that during the explant procedure, it was noted this device appeared to have no visible markings on it, and the lead visually appeared to be fine. The leads were tested using a competitor pacing system analyzer, and all measurements were within normal range, except for the atrial impedance at 247 ohms. These measurements were then tested using the new device, and all measurements again were within normal range, expect for the atrial impedance was less than 200 ohms. The physician elected to replace the atrial lead. An induced 1.1 joule low energy synchronized shock was then performed to check the rv lead integrity. The 1.1 j shock was successful with a normal shock impedance. A ventricular fibrillation (vf) episode was then performed, and the device detected the vf accurately. However, when the device delivered a 31 j shock, an error message appeared on the programmer screen indicating a short circuit condition was detected during shock delivery. An external shock was delivered, and the vf was converted. The nursing staff noted hearing the device pop. The physician then elected to replace the right ventricular (rv) lead. All lead measurements were tested, and were within normal range. Another ICD was connected to the new atrial lead and ventricular lead, and a vf was induced, and was successfully converted with the new device and leads. This ICD was explanted, and will be returned to boston scientific for laboratory analysis. Upon receipt in our post market quality assurance laboratory, visual inspection noted an arc mark on the can. Examination of the device memory revealed that the device went into fallback mode the same day as the explant procedure. Analysis confirmed that the damage to the device was the result of shocking into a shorted lead condition, which caused the device to go into fallback mode.